Event description:
This incident occurred during a routine service call. A field service engineer(fse) was performing a sp-1 probe change. The fse disposing of the contaminated probe. This probe was supposed to be placed in a biohazard container, but the fse tried to place the contaminated probe into the packaging of the new probe before disposing of it. Upon doing this the fse scratched their finger superficially with the old contaminated probe. The fse stated,"why was I so stupid to take the effort to put the tubing over the probe if it was for disposal. A needle is a needle, I should have thrown it away." This event happened in a hiv-specialized institute.